Event description:
It was reported to boston scientific corporation that wallstent biliary covered endoprosthesis was to be implanted during an ercp to treat a malignant stricture within common bile duct on (B)(6), 2010. According to the complainant, the patient had a 2 to 2.5cm periampullary stricture within the common bile duct. The anatomy was not tortuous. While trying to deploy the stent at the stricture site, the physician felt resistance at the handle. Subsequently, the catheter sheath then broke off and detached from the handle. The physician was able to reconstrain a portion of the stent, but approximately 30% of it was still deployed. The physician was able to remove the device from the patient and deploy a plastic stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The t-bar connector was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. There was evidence of glue on the t-bar connector, indicating that it had been applied during manufacturing, as required. During a functional test of the device, it was possible to partially deploy, reconstrain and then fully deploy the stent. No issues were noted with the profile of the stent or inner lumen. The condition of the returned device was consistent with the reported issue of handle break. The most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4)the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that wallstent biliary covered endoprosthesis was to be implanted during an ercp to treat a malignant stricture within common bile duct on (B)(4), 2010. According to the complainant, the patient had a 2 to 2.5cm periampullary stricture within the common bile duct. The anatomy was not tortuous. While trying to deploy the stent at the stricture site, the physician felt resistance at the handle. Subsequently, the catheter sheath then broke off and detached from the handle. The physician was able to reconstrain a portion of the stent, but approximately 30% of it was still deployed. The physician was able to remove the device from the patient and deploy a plastic stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.